Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the luminometer and decontaminated parts that acid, base and wash 1 solutions affect. The cse also replaced the air detection system and the valve block. The cause of the discordant, false negative hcg result is unknown. Siemens is investigating this issue.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on an advia centaur cp instrument. The customer runs hcg in three replicates and if bias is observed, sends the samples out for confirmation testing. It is unknown if the discordant result was reported to the physician(s). The sample was repeated twice on the same instrument and twice on alternate advia centaur xp instruments (at different laboratories), and all results were positive for hcg. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
The initial MDR 2432235-2015-00059 was filed on february 06, 2015. Additional information (04/21/2015): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the peristaltic tubing. The cause of the discordant, false negative hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.